Event description:
At about 3 years 8 months after the primary, the patient came in presenting anterior knee pain and instability and the cause is unknown. There were no indications of trauma. The surgeon revised the patient`s natural patella and revised the 14mm insert to 17mm insert to address the instability. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 april 2026 lot: 2113262: (B)(4) items manufactured and released on 15-nov-2021. Expiration date: 2026-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability, and resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery. There is no indication that any potential issue with the device may have caused or contributed to the event.